Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during fill 1/5 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp connected 2 patient extension lines to the patient line of the hc set after the prime cycle had already been completed. Tsc assisted hp in ending their apd therapy early, hp discontinued their therapy for the evening. Per hp, no pt injury or medical intervention was associated with this incident.